Event description:
New information received states that the patient experienced syncopal episodes due to loss of pacing. It was also noted the patient received inappropriate therapy due to oversensing of noise. The patient was downgraded, therefore the lead was capped but not replaced. The patient is doing fine.

Event description:
During follow-up, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.